Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "sn: (B)(6). Constant "tubing set misloaded" notification. Deep cleaned cassette area with isopropyl alcohol. Used 5 additional cassettes for testing. 6 total cassettes duplicated notification. See logs. No patient harm or stopping during infusion reported. A preliminary review of the logs identified the following issue: tubing set misloaded an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.